Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on keypad traces. No vibration anomaly noted. Unable to verify a21 alarm, button error alarm, back light display anomaly due to blank display. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose levels at the time 180mg/dl. Troubleshooting was declined. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.